Event description:
Reporter alleged the lancet needle that is part of the softclix plus device used in finger-stick blood glucose testing protruded beyond the end cap. Reporter did not provide as to whether the needle protruded before or after it was used. Reporter stated the needle protruding has occurred on several different occasions causing accidental sticks by the needle, however, no actions were reportedly taken or treatment was received. No further info could be obtained from the reporter despite several unsuccessful attempts made by the manufacturer to contact the reporter. A request was made for the return of the suspect device and replacement product was sent.